Event description:
It was reported that a spectrum pump displayed multiple upstream occlusion messages. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed, through the history log, but did not reproduce the upstream occlusion alarms. The device passed all occlusion testing and was detecting upstream occlusions properly. Sensor readings were within specification. It cannot be said if the upstream occlusion in the history log were actual occlusions or false. The device was returned to service.